Event description:
It was reported that shaft break occurred. A 2.50x12 synergy drug-eluting stent was selected for use. The stent was loaded into the hemostasis valve and wire; however, it was noted that the device was kinked. When it was pulled back, the shaft was separated. The procedure was completed with a different synergy stent. There were no patient complications reported and the patient was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 27.7cm distal to the distal strain relief and multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.50x12 synergy drug-eluting stent was selected for use. The stent was loaded into the hemostasis valve and wire; however, it was noted that the device was kinked. When it was pulled back, the shaft was separated. The procedure was completed with a different synergy stent. There were no patient complications reported and the patient was fine.